Event description:
The customer reported that the left monitor was going blank at times.

Manufacturer narrative:
The ge service rep replaced the left monitor and tested system for proper operation. The system functions as intended.